Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; b6, b7, d10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the safety disk and the fault cleared. The following investigation was performed a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a safety disk with a reported unit failure of the safety disk failing the membrane test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. After the all manifold test was completed the membrane differential test read 3mmhg. The factory specification is +-6mmhg. The fat could not replicate the failure of the membrane test failing. The safety disk passed testing. Retaining the safety disk in the fat per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.